Event description:
Pt has history of progressive breast pain, breast contractures, multiple nodularities, scarring, joint pain, and migraines. Pt had breast implants removed. Uncertain of date of implantation and MFR is not known. At surgery, some silicone bleed was noted, but no true rupture. Pt had a cva 9/92 and is a quadruplegic.